Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. The following were noted during visual inspection: cracked reservoir tube lip, missing retainer ring, missing reservoir o-ring, broken left belt clip rail, wrinkled serial number label, cracked middle (enter) keypad button, scratched keypad overlay, scratched case. The pump was received without a battery cap. The pump passed the active current measurement test; it failed sleep current measurement and self tests. Self test returned a pump error 63. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing either. Thus software was utilized and uploaded trace/history files properly. The adapt tool reveals 6 61=stuck key alarms occurred on (B)(6)2021 from 00:35:34 to 14:27:00. A second upload of the pump history file reveals that a pump error 63 (variableinfo = 0x03 hex = 3) occurred on (B)(6)2023 @ 12:54:10 which was when the self test was executed. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--da2; rust on the bottom of the motor assembly, force sensor flex cable terminal. No damage was noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. A visual inspection of u1 on the keypad assembly under a microscope reveals that there is a broken trace at pin6 in summary, the customer¿s report of stuck button alarms and power loss alarms was not confirmed but that of a damaged retainer ring was confirmed during testing. The high sleep current measurement is due to the moisture damage, and the pump error 63 (variableinfo = 0x03 hex = 3) is due to a broken trace at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring had been dislocated for a while. Customer states that reservoir was able to lock in place when inserted into pump. Customer stated that they receive stuck button alarm. Customer stated that insulin pump buttons was not responding. Customer stated that they waited more than 10 minutes and then receive power loss alarm. Customer was not able to clear alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.